Event description:
It was reported that while using the side-firing surgical fiber during a prostate procedure, the fiber tip broke at 134,000 joules of use and the aiming beam was observed to fire straight. The procedure was completed using a second fiber. Patient outcome: "no injury to patient or others".

Manufacturer narrative:
(B)(4).